Event description:
Information received indicates, the head of the stretcher will not lower.

Manufacturer narrative:
The technician performed an operational check and noted a bent head panel release handle. The technician replaced the release handle to repair the stretcher.